Event description:
The customer reported that the system would not boot up outside of a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards were reseated and the software was reloaded. The system was tested and found to be working as intended and put back into service.